Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is inconclusive for missing accessory issue. A definitive root cause could not be determined based upon available information.the device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 0655870 implantable port allegedly experienced guidewire missing. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, sex and weight were unknown.

Manufacturer narrative:
The lot number for the device was provided and a lot history review will be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The device was labeled for single use. (Method, results, conclusion).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 0655870 implantable port allegedly experienced guidewire missing. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. The patient's age, sex and weight were unknown.